Event description:
It was reported that during patient treatment, there was no ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not ventilating during patient treatment. The involved unit was investigated by our field service engineer (fse) at the hospital, no device malfunctions was found during the onsite investigation, the device logs were returned for an evaluation review. The reported date of event is on the seventh of (B)(6) 2020, the evaluation of the returned logs shows that the ventilation was started midday december six. During this time period, the ventilator generated several clinical alarms indicating a leakage in the patient circuit and an issue with the parameter settings. The alarms are generated to alert the operator and are according to design in order for the operator to make the corresponding adjustments to solve the issue the alarms are indicating. The review of the technical log do not contain any technical alarms that could indicate on a permanent device malfunction. The test log shows that the device passed pre-use check both prior and after the reported event. The cause of the reported issue according to the evaluation of the logs, is due to a detected leakage in the patient circuit. No device malfunction has been established by this review.